Event description:
Additional information provided on 02/15/2023, it was reported that the broken drill bit could not be retrieved. The broken fragment was buried in the glenoid and the only way to get it out would be to remove half of the patients glenoid.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-3638ds serial/batch number (B)(6) was received for investigation. Functional testing was not performed. Visual evaluation found that the flute of the drill was broken off at the tip. The fragments generated during the event were not returned for analysis. The cause remains undetermined as the method used to prepare the bone as well as the bone quality encountered were not provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3638ds knotless fibertak¿ disposable kits drill broke. This occurred during a shoulder arthroscopy labral repair on (B)(6) 2023 when the drill broke off in the patient's glenoid, a new kit was immediately opened and the case was completed. There was no additional information provided.